Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer was changing supplies and accidentally entered the "change cartridge" menu. During troubleshooting with tandem technical support (cts), the customer was able to successfully exit the screen and change their supplies. Reportedly, the customer's blood glucose (bg) level was 520 mg/dl and it was addressed with a bolus via the pump.